Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported on (B)(6) 2013 that she had experienced low blood glucose (bg) of 32 mg/dl at 5:00 am. The patient reported her significant other provided her with juice; however, she stated she was not able to keep her bg elevated. The patient reported that the ambulance was called and she was taken by ambulance to the emergency department for observation. The patient was not able to provide any further information at that time. The patient made no allegation of a pump malfunction at the time of the call. Animas made several attempts to contact the patient in follow up of this reported bg issue; however, the patient did not respond and no further information was available. There is insufficient information to determine the origin or cause of the patient¿s reported low bg. If information becomes available, this complaint will be updated accordingly. The pump has not been requested back. This complaint is being reported because the patient allegedly experience low bg of unknown origin, requiring medical attention while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2018 with the following findings: a review of the pump¿s black box history showed the last basal delivery was a 4.0 unit ezcarb normal bolus. An unexplained pump reboot was also shown in the pump history. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. The total daily doses added up correctly and reflected the user¿s programmed basal rates. Unrelated to the initial complaint, the display screen was dim and discolored. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.